Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced device deformation/damage. The following information was provided by the initial reporter: upon disconnecting IV med tubing, the male end of the tubing broke off and a piece of it was stuck on the cap of the patient's PICC line. I was unable to remove the piece itself and had to change out the cap because the PICC started backing up with blood.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/16/2020. Investigation conclusion . The customer¿s report that the male end of the tubing broke off was confirmed. Visual inspection as received confirmed the male luer tip was broken off and lodged inside one of the non-bd connectors. An attempt to remove the male luer tip from the non-bd connector was unsuccessful. Closer inspection under a lab microscope observed stress marks at the break site of the male luer tip. No tool marks were observed. No further testing could be performed due to the broken male luer tip. Bd/tj manufacturing is aware of this type of damage to the male luer component p/n 1001-085-004. Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. H3 other text : see h10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of 60 in ultra minibore extension sets experienced device deformation/damage. The following information was provided by the initial reporter: upon disconnecting IV med tubing, the male end of the tubing broke off and a piece of it was stuck on the cap of the patient's PICC line. I was unable to remove the piece itself and had to change out the cap because the PICC started backing up with blood.